Manufacturer narrative:
The insulin pump was received with blank display after battery insertion due to battery tube power connector not plugged in properly to electronic board 1. Connected battery tube power connector and the unit powered on properly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to blank display. Unit passed sleep current measurement, active current measurement and self test. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly peeling off serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. Customer did not recall the cause of the blank display. The insulin pump will be returned for analysis.